Manufacturer narrative:
The customer called back to complete the troubleshooting, and it was determined that the customer's cord had come unplugged and was the cause of issue. The customer plugged the cord back in and the pump turned on expected.

Event description:
It was reported that the pump battery was unresponsive. Here was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.